Event description:
Caller reported a mark on the aviva meter display screen looked like a burn mark. No adverse event was reported. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.